Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was unknown. The customer stated that she was priming her infusion set, and it began shooting insulin out before alarming an error. She stated that the insulin pump said it was going to reset. She was advised that during seating, the force sensor may not have detected the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked battery tube threads, cracked reservoir tube lip, and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.